Event description:
Per the independent repair center, the customer alleged problem is not stated. The key failure is the valve is not shifting fully. Additional malfunction is the pilot valve alarms and shuts down.